Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2007 during which the surgeon noted the entire wound was re-opened and examined and the previously placed mesh was noted to be loose inferiorly. Examination of the fascia revealed the fascial stitches placed at the time of the surgery on (B)(6) 2007 were still intact and it appeared that the sutures had torn through the mesh. It was reported that the patient experienced severe pain and loss of sexual activity. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 11/05/2024 additional information: a1, a2, b7, d4 (lot) additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2007 with prolene mesh implanted. Patience experienced abdominal pain, recurrence ventral hernia, seroma of the abdominal wall and adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/26/2024 additional information: d4 (expiration), h4 corrected information: d4 (primary UDI #) a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.